Event description:
It was reported that the atrial lead dislodged. The lead was explanted and replaced. It was further reported that a ventricular lead implantation was attempted, but the lead was not used due to positioning/fixation difficulty. The lead was explanted and a second ventricular defibrillator lead was successfully implanted. Later review of manufacturer's database revealed the patient died 78 days later. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. At the time of the retro review, it was noted in the manufacturer's database that the patient had died. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received. Evaluation summary - (B)(4) no anomalies found; blood was present in/on the helix mechanism. The full lead was returned and analyzed. (B)(4) no anomalies found; all conductors were distorted, the distal conductor had blood/body fluid present, the outer insulation was breached/cut, blood was present in/on the helix mechanism, the helix was disengaged from the helical channel, and the lead exhibited apparent implant damage. The full lead was returned and analyzed.

Event description:
It was reported that the atrial lead dislodged. The lead was explanted and replaced. It was further reported that a ventricular lead implantation was attempted, but the lead was not used due to positioning/fixation difficulty. The lead was explanted and a second ventricular defibrillator lead was successfully implanted. Later review of manufacturer's database revealed the patient died 78 days later. Follow up revealed patient came in with cholecystitis, had a laparoscopy and arrested post surgery. The patient was reintubated, defibrillated, and resuscitated but suffered a significant anoxic brain injury. The health care professional stated patient death was not device system related. Family elected hospice care.